Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Catheters 1 and 2 (both have lot no. (B)(4))-- product analysis result: it was reported that when a preface sheath was taken out from the packaging and it was flushed, foreign material came out of the dilator. Another preface of the same lot number was opened and it presented the same issue when flushed. Visual analysis revealed no anomalies on the received vessel dilator and the sheath introducer; however a blue foreign material was received into a small plastic bag. Functional analysis was performed by flushing both units and no foreign material was observed. An ftir analysis was performed and it was concluded that the origin source of the blue fiber detected by the customer was the vessel dilator. The vessel dilator was cross-sectioned and it was found that the vessel had several scratches along the inner vessel body. However, the scratches size does not correspond to the blue fiber observed by the customer; therefore, a correlation between them cannot be established. Additional investigation of the whole manufacturing process was done by assessing the risk of generating some damage in the internal walls of the vessel dilator. During the assessment, potential gaps were observed in four operations. Attempts to replicate the failure were done and the failure mode could not be reproduced in any process stage. During this investigation, the process controls in place were also reviewed; according with the investigations results each unit is inspected 400 % for non-conformances of such contamination. Even though the reported complaint could not be reproduced and the potential gaps identified on the production line could not be related to the complaint, the supplier generated an ncc ((B)(4)) as a further precaution to implement further improvements identified in the process. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint reported was confirmed however the root cause remains unknown. No other complaints have been reported for this issue.

Event description:
It was reported that prior to a procedure, when 2 preface sheaths were taken out of the packaging and flushed, foreign material (something like cutting scrap) came out of the dilator. At this point, the foreign material is believed to be the inner wall material of the sheath. The procedure was completed using other product without adverse consequences to the patient.